Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to unknown reason. Customer's blood glucose level was unknown at the time of incidence. Customer further reported that they were hospitalized due to transmitter malfunctioned. Customer was declined to troubleshoot for hospitalization. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.